Event description:
At the end of bilateral tibial lengthening procedure with external fixaion, three bonescrews broke: the most proximal screw in the right tibla, the proximal screw in the distal clamp and distal screw in the proximal clamp in the left tibia, x-ray images were provided for evaluation. The bone screws were received at the orthofix srl for evaluation, on sept 29th, 2005. Since the incident involved multiple screws of two different model and lot numbers, it has also been reported in MDR 9680825-2005-00008.